Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 74-year-old patient, 127lbs, with a 22.5 bmi presented in the or for a tavr procedure. Lower-positioned access was gained utilizing ultrasound guidance. A high bifurcation was also noted. Following the tavr procedure, an 18f manta was deployed for closure. Following deployment, bleeding was seen at the access site and the anchor had been deployed within the bifurcation. Balloon inflation was applied to tamponade, although the bleeding continued. An 8mm x 2.5cm stent was deployed, but the bleeding continued superior to the stent. A larger 10mm x 5cm stent was deployed, successfully ceasing the bleed, with good flow return. Although the profunda became occluded, the physicians were pleased with the outcome and completed the procedure. Patient outcome was fine post-stent placement. The suspected root cause of the extended hemostasis requiring a covered stent may be due to user error due to low-positioned access with a high bifurcation. Low-positioned access may impede the collagen plug capability due to the possibility of not achieving an optimal seal and causing more difficulty to control bleeding. Risk documentation was reviewed, and failure to close a puncture hole was identified as a known risk the IFU posts warnings to not use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician's assessment of the amount of bleeding, use of manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure requirements indicate arterial access should be gained using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery.

Event description:
It was reported that: there was a low stick at the femoral artery access site. Also high bifurcation. Foot plate was seated at or in the bifurcation causing bleeding. A ballon 6x20 was used but vessel was still bleeding, he then used an 8mm x 2.5cm .018 120cm stent but bleeding persisted above the stent. He then placed another stent, 10mm x 5cm .035 120. This stopped the bleeding. Although the bleeding was resolved with good flow down the vessel, the profunda became occluded, however, mds resolved the issue and the procedure was completed. Patient is reported as fine.

Event description:
It was reported that: there was a low stick at the femoral artery access site. Also high bifurcation. Foot plate was seated at or in the bifurcation causing bleeding. A ballon 6x20 was used but vessel was still bleeding, he then used an 8mm x 2.5cm .018 120cm stent but bleeding persisted above the stent. He then placed another stent, 10mm x 5cm .035 120. This stopped the bleeding. Although the bleeding was resolved with good flow down the vessel, the profunda became occluded, however, mds resolved the issue and the procedure was completed. Patient is reported as fine.

Manufacturer narrative:
(B)(4).